Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi, 479 and 455 mg/dl. Customer stated that when he had obtained the hi fasting results the day before, he hardly had anything to eat and was not having any symptoms. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. Customer stated that he has been using the meter for two months. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 476 mg/dl and 496 mg/dl using meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 08/31/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).